Event description:
It was reported by repair work order that the foot end of the stretcher would not raise up. Upon inspection of the unit by the service technician, it was identified that the foot end jack would not raise properly.